Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of baxter's investigation, or if any other additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 19, 2014 to august 20, 2014. Evaluation summary: the device was received for evaluation with fluid within its over pouch. The device was removed from the overpouch, and further visual inspection found that the distal luer lock was broken and caused the leak. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was leaking during patient infusion. According to the customer, "the bottom tubing piece fell off and it kept leaking intermittently". The device was then taken out of clinical use. There was no report of patient injury or medical intervention in association with this event. Additional information was requested and is not available.